Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the coil did not detach after several attempts with the power supply and then detached upon retrieval of the coil. It's possible that the coil partially detached electrolytically and then separated during retraction. However, as the device was not returned, this cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that the subject coil was used in the medical procedure. However, the subject coil could not be detached with the detachment device and got detached prematurely when attempted to retract the coil. No further information available.

Event description:
It was reported that the subject coil was used in the medical procedure. However, the subject coil could not be detached with the detachment device and got detached prematurely when attempted to retract the coil. No further information available.